Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Email complaint: on wed, on (B)(6) 12:21 pm, t dear (B)(6), I have been using bd ultra fine pen needles for many years now without issue. A couple of weeks ago I opened a new package of the pen needles (I use 5 needles each day). This batch of needles does not fit securely into the cap after use. They sometimes just fall out of the cap leaving the used needle exposed. Because I inject insulin frequently to control my diabetes, I keep my diabetic supplies in a bag I carry with me. That means the used needles go into that bag until I get home and can dispose of them properly in a sharps hazardous waste container. However, with the used needles not secured properly in the cap, they have several times now speared my fingers while I am using my diabetic kit. Aside from causing unnecessary pain and bleeding, I am afraid they will slice into a finger joint or cause contamination or damage to other parts of my hands or fingers. This is a safety concern, and I hope you will look into this matter. Sincerely, ref: 320119, lot: 5050035, mfg: 2025-03-01, exp: 2030-02-28, (B)(4).